Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: d10: the date device returned to manufacturer has been updated to reflect the correct information. Investigation summary: the complaint device was received at the service center and evaluated. High pressure alarm was reported when fill chamber pressed. Per service reports, this complaint can be confirmed. It was observed during evaluation that the left antenna socket on the rfid board was loose and the vent solenoid did not work. Further, the connector was found to be damaged and the pressure valve was deemed non-repairable. Also, the tamper-proof seal was found to be missing. The repair activities including the replacement of the connector and pressure valve were carried out to resolve the identified failures. The device was cleaned, tested and found to be fully functional. User mishandling and/or lack of maintenance can be the most probable root causes of the damaged connector and loose antenna socket. The tamper-proof seal would have been missed during the cleaning process by the customer. We cannot determine the root cause of the other identified failures with the available information. The damaged, loose and defective components are identified as the root cause of the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: method codes: a manufacturing record evaluation was performed for the finished device [j22a70484] number.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4).

Event description:
It was reported by affiliate via mail the fms vue pump. High pressure alarm when fill chamber pressed. Brand new pump. Warranty. No patient consequences or surgical delay reported. The device is not available to be returned for evaluation.